Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sometimes insulin did not completely reach end of tubing when priming. Customer's blood glucose value was unknown at the time of the incident. Customer also stated that insulin pump received unexplained no delivery alarms. The device will not be return for analysis.